Event description:
It was reported that during implant attempt, the doctor performed a provocation test to ensure successful conversion of vf. After vf was induced, there was noise, and the patient received two shocks. Although the first shock resulted in the termination of the induced vf, the noise resulted in a second unnecessary defibrillation. The lead was removed, and a new lead was placed. The lead subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor crimp defective; full lead returned and analyzed. Other text : trueisprint quattroimplantable tachy lead. It was reported that during implant attempt, the doctor performed a provocation test to ensure successful conversion of vf. After vf was induced, there was noise, and the patient received two shocks. Although the first shock resulted in the termination of the induced vf, the noise resulted in a second unnecessary defibrillation. The lead was removed, and a new lead was placed. The lead subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: manufacturing; device was out of specification in a manner that relates to event. Interference; shock, inappropriate.